Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-may-23; the patient's weight at the time of the event was reported.

Event description:
Additional information was received from a consumer on 2017-may-04. It was reported that the patient first started experiencing the pump migration in (B)(6) 2017. A change in activity level reportedly led to the pump migration, and the patient experienced pain on the surface of the skin and bulging out. The patient reportedly had problems with clothing hanging up on the bulge. The patient's hcp said he could reposition the pump with surgery, but the bulge would just show up on the other side because there was not enough room to bury it deeper. The patient did not have enough fat. The issue was considered somewhat resolved as the patient chose not to undergo further surgery at this time, but kept the option open. No further complications were reported or anticipated.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient's pump was migrating all over the patient's body. The patient had contacted their healthcare provider (hcp) but their hcp was on vacation. Patient wanted to speak with someone about their device.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.